Manufacturer narrative:
No equipment was returned for evaluation as the device was not explanted. The report of infection, sepsis, and subsequent patient outcome, and their direct correlation to the device could not be determined. The report of low flow alarms could not be confirmed as no log files were submitted and a specific cause for the reported alarms could not be determined. The instructions for use lists infection (including pump pocket and driveline infection) and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The pump was not explanted and was not available for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted for infection of an unknown source (either the mediastinum or driveline exit site). The patient underwent four washout/incision and drainage (I&d) procedures. Cultures were positive for (B)(6) and it was confirmed that the infection had spread to the pump pocket. The patient was taken for washout and non-absorbent antibiotic bead placement on (B)(6) 2016. The wound vacuum was replaced over the sternotomy site and the chest was left open. It was reported that upon leaving the or, low flow alarms occurred and there was a concern for sepsis. Milrinone and epinephrine were initiated and volume was given to the patient. On (B)(6) 2016 the patient expired due to multi organ failure from septic shock. No further information was provided.